Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a low blood glucose of 54 mg/dl due liquid diet post surgery. Mode of treatment for low blood glucose is unknown. Insulin pump will not be returned for analysis.